Event description:
It was reported that the rv lead was capped on (B)(6) 2019 due to lead impedance spikes observed in-clinic. It was also reported that the lv lead had chronic high thresholds, resulting in device replacement because of short battery life due to the chronically high lv thresholds. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).